Manufacturer narrative:
H3: analysis of the device found visually, there was no damage in the construction of the device. There were biological contaminants on the outside diameter of the cuff balloon on the distal end of the device. Electrically, resistance from end to end shall be less than 200 ohms and the actual measurements were 25.4 ohms (blue), 15.1 ohms (blue with white stripe), 18.4 ohms (red), and 21.3 ohms (red with white stripe) which all electrodes were in specification. A stylet was used to manipulate the shape of the device but no intermittent behavior occurred. For further analysis, the device was connected to a nim system and the device passed the electrode check. Functionally, the device was submerged in a saline solution and there was no erratic behavior/feedback. For additional analysis, a syringe was used to inject 15cc of air into the cuff and there were no issues during inflation or deflation. A review of the global complaint data showed one similar complaint about this lot number. In the returned condition, there was no out of specification condition that was related to the complaint. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that in the operating room, while attempting to utilize the nim monitor to for nerve stimulation during a thyroidectomy. With two of the three tubes we were unable to maintain a solid signal for vocalis 1 and vocalis 2 channels even upon verification of placement with the glide scope and visualization. Able to successfully maintain signal with the third tube. No known patient impact.